Event description:
It was reported by the affiliate that the (1) ems and the (1) pph01 were used during an unknown procedure. It was reported that the ems staples would not feed and the (1) pph01 cut but stapled partially. The case was completed with another instrument and there was no consequence to the pt.